Event description:
It was reported that patient had healing issue which resulted to possible infection. The infection was not device nor procedure related and the caused was unknown. Antibiotics were prescribed. The patient underwent scs explant procedure. All explanted devices will not be returned as they were not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:(B)(6). Model: sc-2218-70. Serial: (B)(6). Batch: 7094118/7094655.